Event description:
Pt implanted with glaucoma shunt in 2003. Two days later presented at hosp emergency with panophthalmitis caused by bacteria-strep hemolytic group c with endophthalmitis and blebitis. Operation to drain the abscess, remove device and inject antibiotics into anterior chamber and vitreous and nasal paracentesis. Corneal melting the next day and opacification of cornea, iris herniation and bleb leak. Cornea sutured to sclera and section of iris due to herniation, additional antibiotics. After three days flat anterior chamber and cornea melting continues. Further treatment of deteriorating condition leading to 8 day hosp stay and aggressive antibiotic treatment. After release from hosp, pt continued on antibiotic therapy at home.